Event description:
Pt presented to the hosp for a routine follow-up. High voltage pacing lead impedance was observed. The physician suspected the device and concomitant lead to be problematic. The pt was hospitalized for two days. The device and concomitant lead were explanted and replaced. The pt's condition is reported as good.